Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having issues for at least the past 6 months regarding air bubbles appearing in the reservoir. Customer stated that when she fills the reservoir, the bubbles aren't apparent but when she is about to change the set, there are some air bubbles there. Customer keeps the vials at room temperature and makes sure that she follows the guidelines when filling the reservoir. The call was dropped during troubleshooting.